Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2022. The blood glucose was 40 mg/dl. Another blood glucose value was 116 mg/dl. Customer was hospitalized and treated with intravenous infusion drip, glucagon. The customer did experience symptom such as feeling sick, vomiting due to high blood glucose level. Troubleshooting was performed and unknown whether the customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.